Manufacturer narrative:
FDA medwatch report mw5071135 (B)(6). Unknown date of receipt. No product returned.

Event description:
Patient had surgical repair of ruptured quadriceps tendon left side. A 1/16 drill bit broke off in the patient's patella during the surgical procedure. The broken bit was retrieved in its entirety during this surgical procedure. No harm to patient.